Event description:
Procedure-renal stent-successful stent placement, right renal ostium using a single stent and a maximum of a 9 mm x 2 cm co balloon. Procedure was complicated by rupture of the balloon which made removal of the balloon impossible. The pt was referred to surgery for elective vascular repair of right groin and removal of remaining balloon fragment. Aortic to left above knee popliteal bypass grafting. Balloon ruptured at 2 atms of pressure on the initial inflation. An attempt was made to remove the balloon into the 8 french sheath which proved impossible and in fact, it came apart in two pieces during the attempt to remove the ruptured balloon catheter. Chronic renal insuffiency, insulin dependent, diabetic, hypertension.